Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: per the sales rep: this surgery was done in the outpatient surgery.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, every clip fired was scissoring. There were no patient consequences. Case completed with a competitive device.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with the jaws yielded and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, five conforming clips were fed and formed and four scissored clips were formed due to the misaligned condition of the jaws; the instrument locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.